Event description:
Device malfunction: unable to complete thumb advancer stroke. Time of malfunction: during the procedure. Symptoms/ae/outcome: manual compression. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery with the starclose device, after a diagnostic procedure. Reportedly, the physician was unable to complete the thumb advancer stroke. The device was removed and manual compression was applied to achieve hemostasis. There were no adverse pt effects. No add'l info available.